Manufacturer narrative:
Service was dispatched on (B)(4) 2011 for this event. The bci field service engineer (fse) discovered that the vacuum pump would not turn on, which caused the wash tower to overflow. The fse replaced the vacuum pump. The fse performed a preventive maintenance. The fse performed a routine system check and the results were within the instrument specifications. The root cause for this event was the vacuum pump.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a leak and burning smell coming from access 2 immunoassay system. Bci customer technical support (cts) had the customer power off the instrument. There was no flame or fire, and the fire department was not dispatched. There was no report of injury to the user, and the customer did not seek or need medical attention.